Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 06/01/2011, 06/02/2011, and 06/17/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt experiencing difficulty with dim light following intraocular lens (iol) implant procedure. The pt felt this was related to the yellow tint in the lens. The pt also told the surgeon that "things don't look as white or as clear as expected." The surgeon reported there was no defect or malfunction "the lens was functioning as it should," but the pt was dissatisfied with the color of the lens. Add'l info has been requested.